Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 20mm synergy ii drug eluting stent was selected for use. However, during preparation, the physician noticed some breakage and damage on the stent. The procedure was completed with another synergy stent. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. A 2.25 x 20mm synergy ii drug eluting stent was selected for use. However, during preparation, the physician noticed some breakage and damage on the stent. The procedure was completed with another synergy stent. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR. : synergy ous mr 2.25 x 20mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with struts lifted at various locations on stent. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.